Event description:
A patient reported blood glucose results of 217 mg/dl, 172 mg/dl and 117 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology,the calculated difference of these glucose result exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications. A retest was performed and the patient obtained reading of 107 mg/dl and 109 mg/dl with the reported meter.